Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery performed 19 years ago (date of primary surgery was unknown). The revision surgery was performed on (B)(6) 2018 due to fracture at distal part of the femur stem. No further information was provided by the hospital. Doi: 19 years ago; dor: (B)(6) 2018; unknown hip.